Event description:
Reported event: difficult to remove. Time of reported event: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriomy closure of the superficial femoral artery after an unspecified procedure. Reportedly, after performing the deployment steps, except 2 (vessel locator deployment), the device was difficult to remove. The device was disassembled; "the shaft was broken," outside of the body, "to release the tension inside the device" enabling its removal from the puncture site. Manual compression was applied.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Device code 1670: (against IFU): the starclose instructions for use (IFU) state, "the starclose vascular closure system is indicated for the percutaneous closure of the common femoral artery access sites." "Depress the vessel locator button on the end of the clip applier using the right hand to open and lock the vessel locator in the expanded configuration. A muted "click" will be heard. Note: check to insure that the vessel locator button is pushed fully forward until it locks into the clip applier body."